Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
The customer reported 1 "broken" test line on the accula sars cov 2 test. The line was at the t position denoting a positive result for sars cov 2 as seen from the attached picture. The patient was tested on the abbott ID now and produced a negative result. The patient was retested on the accula the following day and produced a negative result. The patient was asymptomatic and has suspected or known exposure. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.